Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: 010000589, comp rvrs 25mm bsplt ha+adptr, lot 180720. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10174.

Event description:
It was reported that approximately 3 months post implantation, the patient underwent a revision due to disengagement of the glenosphere from the baseplate. Attempts have been made and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.